Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade unknown, and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product".

Event description:
Healthcare professional reported "capsular contracture, baker grade unknown, and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.